Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high impedance measurements. The atrial lead exhibited noise. The leads were successfully explanted and replaced. The patient was asymptomatic before, during and post surgery. The patient would continue to be monitored.